Manufacturer narrative:
Site registered nurse (rn) (B)(6) declined to provide patient information. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a spine procedure, the site's grey navlock tracker was listed in the navigate screen when they were not actively tracking the navlock tracker. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to abandon the use of the navigation system and continued the procedure with the use of a c-arm. There was no delay of therapy. There was no impact on patient outcome.